Manufacturer narrative:
Clinical review: there is a temporal and possible causal relationship between utilizing the liberty select cycler with liberty cycler set and the patient event of shoulder pain. The patient¿s shoulder pain reportedly coincided with the use of a particular cycler set lot number and then resolved once that lot was changed. The patient was prescribed muscle relaxers which did not resolve the shoulder pain per the patient. Once the patient changed out the cycler set lot to a new one, the pain resolved. A second patient encountered the same reported pain with the same lot number. The patient was diagnosed with a pinched nerve, however; no x-ray was conducted to examine for free air. At the same time, the patient was experiencing priming issues with the liberty select cycler for which it was replaced. The patient is continuing to complete treatment with no further issues with the replacement cycler and new cycler set lot. Based on the available information, it the liberty select cycler and liberty cycler set cannot be ruled out as causing or contributing to the patient¿s reported shoulder pain. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this pd patient went to the emergency room (ER) for shoulder pain. Additionally, the patient experienced air alarm issues during treatment while utilizing the liberty select cycler with liberty cycler set on (B)(6) 2026. The pdrn suspected an issue with the cassettes as another patient reported the same shoulder pain while utilizing the same lot of cassettes. The pain lessened after using a new lot of cassettes. Additional information was obtained through follow-up with the pdrn. The patient reported experiencing shoulder pain for approximately two weeks. On (B)(6) 2026 the patient went to the ER due to the pain. The patient was evaluated at the ER. No x-rays were taken. The patient was told he had a pinched nerve in his shoulder. The patient was prescribed muscle relaxers (drug, dose, frequency, and duration unknown). The patient was discharged from the ER on the same day. The muscle relaxers did not resolve the shoulder pain. On (B)(6) 2026 the patient was encountering priming issues during treatment set-up on the liberty select cycler. It was not air alarms as the pdrn reported. The patient¿s liberty select cycler was replaced. At this time, the pdrn had a second patient also experiencing shoulder pain. Both patients were utilizing the same liberty cycler set with lot number 25sr08055. The other patient did not encounter any air alarms or priming issues with that lot number. The pdrn instructed both patients to discontinue use of the cycler sets and discard all samples. Once this patient began utilizing the new lot of cycler sets, the patient¿s shoulder pain was resolved. The patient received the replacement liberty select cycler and continued to complete ccpd with no further issues.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this pd patient went to the emergency room (ER) for shoulder pain.additionally, the patient experienced air alarm issues during treatment while utilizing the liberty select cycler with liberty cycler set on (B)(6) 2026. The pdrn suspected an issue with the cassettes as another patient reported the same shoulder pain while utilizing the same lot of cassettes. The pain lessened after using a new lot of cassettes. Additional information was obtained through follow-up with the pdrn. The patient reported experiencing shoulder pain for approximately two weeks. On (B)(6) 2026 the patient went to the ER due to the pain. The patient was evaluated at the ER. No x-rays were taken. The patient was told he had a pinched nerve in his shoulder. The patient was prescribed muscle relaxers (drug, dose, frequency, and duration unknown). The patient was discharged from the ER on the same day. The muscle relaxers did not resolve the shoulder pain. On (B)(6) 2026 the patient was encountering priming issues during treatment set-up on the liberty select cycler. It was not air alarms as the pdrn reported. The patient¿s liberty select cycler was replaced. At this time, the pdrn had a second patient also experiencing shoulder pain. Both patients were utilizing the same liberty cycler set with lot number 25sr08055. The other patient did not encounter any air alarms or priming issues with that lot number. The pdrn instructed both patients to discontinue use of the cycler sets and discard all samples. Once this patient began utilizing the new lot of cycler sets, the patient¿s shoulder pain was resolved. The patient received the replacement liberty select cycler and continued to complete ccpd with no further issues.

Manufacturer narrative:
Correction: h.5.